Manufacturer narrative:
Pump performed within specifications. Cylinder performed within specifications.

Event description:
Additional info received 5/6/1998 indicates the pump and cylinders were removed from the pt on 4/27/1998.